Event description:
The following has been reported: biomed reported : upon loading a cassette, the motor runs a couple times, and sounds rather weak. Then the device alerts "pump problem, remove from service. Occurred during : before use / during set up patient harm : no. Stopped active infusion : no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a pneumatic valve leak failure. After device had powered on, a red pump problem alarm was observed. Log files were reviewed and multiple valve failures were found. The device was put into manufacturing mode to test the pneumatics assembly. The assembly failed during hardware testing, displaying a failure to charge the negative tank. The installed pneumatics assembly was removed and swapped out with an assembly used for engineering and testing purposes. No failures occurred during testing with the engineering assembly installed. This indicates that there are no problems with any ipc related hardware.